Event description:
During a cataract extraction procedure, this phacoemulsification handpiece leaked between the irrigtion pipe and the tubing connector. Another handpiece was used to complete the procedure.